Event description:
Per oos, this pt arrived in the ER in tachycardia. The device was not treating the tachycardia and, when interrogated, the device was found to be eos. Noise is suspected on the rv lead, which remains implanted. Linox sd 65/16, (B) (4), MDR 1028232-2009-01633.